Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level of 330mg/dl. Elevated bg level was treated by changing supplies and administering a correction bolus. The customer declined any further troubleshooting. Recommendation was made that the customer monitor the system performance and call back if they wish to troubleshoot.